Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl. Cause was not known. Customer drank a soda and consumed sugar to address bg and customer's daughter called the paramedics for assistance. When the paramedics arrived, the customer's bg had already returned to a normal level, and therefore treatment was not provided. Recommendation was made to consult with a healthcare provider regarding diabetes management.